Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer via manufacturing representative reported that the patient was implanted in 2013 and had a lead revision to update to MRI safe system and the lead had moved.

Manufacturer narrative:
Concomitant medical devices: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that there was lead migration/dislodgement. The clinical diagnosis was inadequate pain control. The outcome was resolved with sequelae. The sequelae was reported as the patient having further lead migration and additional revision. Interventions included explanting and replacing the device. Diagnostic methods included imaging which showed the lead migrated twice. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the 2 leads that were connected to the implantable neurostimulator (ins). The patient had inadequate pain control from baseline. The patient elected for an implantable neurostimulator (ins) MRI compatible replacement. Relevant medical history included: spinal pain, lumbar radiculopathy.